Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by the service department of olympus india, there was the possibility that the reported phenomenon was attributed to the failure of lvds pcb due to aging deterioration of the components on the board due to the repeatedly use for a long-term use because more than 8 years had passed from the subject device had been manufactured.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that olympus 190 series endoscopes did not work during preparation for use. The olympus 190 series endoscope was connected to the cv-190. Reportedly, there were lines in the endoscopic image. Then, olympus inspected the cv-190 at the service department of olympus medical systems india private limited and found that the endoscopic image with olympus 190 series endoscopes was not displayed. Reportedly, a printed circuit board of the cv-190 was defective. It was also found that there was heavy dust in the cv-190. There was no report of patient injury associated with this event.